Event description:
The initial reporter received a questionable creatinine jaffe gen.2 result for one patient sample tested on the cobas 8000 c702 module. On (B)(6) 2026, the initial result was 187 umol/l. On (B)(6) 2026, the repeat result was 80 umol/l.

Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). The field service engineer inspected the module, replaced the sample and reagent probes, flushed the rinse tubing, cleaned the ultrasonic mixer and water tank, replaced the cuvettes, and verified the level.